Event description:
The user facility reported that during a diagnostic colonoscopy the video image turned completely black. The procedure was completed using a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's experience of image loss likely due to the moisture found in the scope connector. The eval revealed some minimal number of light guide breakage, the switch number one button was not functioning properly. There were minor buckles noted on the insertion tube. The device was serviced and returned to the user facility.